Event description:
During a procedure it was reported that the balloon of one onyx trustar 3.50 x 15mm coronary drug eluting stent appeared to be larger than a non-medtronic nc balloon of the same size at nominal pressure. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. It was observed that the nominal expansion diameter of the onyx trustar 3.50 x 15mm des balloon appeared larger, to the naked eye, than that of a non-medtronic balloon of the same size / nominal diameter during post dilation. It is believed that the diameter was not correct compared to what was expected. The measurement was performed by a visual inspection. There was no dimensional measurements or imaging carried out. The same inflation device was used when inflating both devices. The lesion was pre-dilated. The device did not device pass through a previou sly-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. It was also reported that another medtronic 3.0 x 26mm stent balloon inflated to its nominal size appeared larger, to the naked eye, than a larger 3.25 x 15mm non-medtronic nc balloon inflated to its nominal size. No patient complications were reported as a result of the event.

Manufacturer narrative:
Please note that this device (onyx trustar) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (onyx frontier). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.